Event description:
A customer reported a cgm error 42 while using a g7 sensor, but the pump was not recently taken out of storage mode. Technical support provided the necessary information to perform a pump reset and guided the customer through the process. After the reset, the cgm error code did not reappear. The customer was advised to wait 20 minutes before starting the sensor session, which they acknowledged and understood. There was no adverse impact to the customer's blood glucose level.